Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the attached pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The pads were put through extensive testing without duplicating the report. An internal inspection of the pads found no discrepancies. The pads were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.